Manufacturer narrative:
Our quality engineer inspected the sample provided. Bd received one unused 24ga needle cover in an opened empty package from material number 381812, lot number 8352840. Since only the needle cover was returned for evaluation, bd was unable to confirm or identify the reported issue. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter was defective "branched". The following information was provided by the initial reporter: catheter is branched.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ autoguard¿ shielded IV catheter the catheter was defective "branched". The following information was provided by the initial reporter: catheter is branched.